Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd board. Unable to verify missing segments or display anomaly due to blank display. The insulin pump has cracked case at display window corners, reservoir tube lip, belt clip slot, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has physical damage in on their insulin pump. The patient's blood glucose level was at 190 mg/dl. The customer states that the screen shows an incorrect menu option. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided